Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mj2399, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a cesarean section procedure on (B)(6) 2019 and suture was used. The problem of pulling off suture needle happened when sewing the peritoneum during the procedure. Changed another one to complete the surgery. No additional information could be provided. There was no adverse patient consequence reported.